Event description:
It was reported that the t:slim x2 pump's battery was not charging, the screen remained dark, and the led was not blinking, despite multiple troubleshooting efforts including trying different adapters and cables. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to manual injections for insulin therapy